Event description:
It was reported that a patient underwent an inguinal hernia repair on and unknown date and mesh was implanted. The patient experienced unspecified complications. As a result, a MRI was performed. It was noted that the inguinal canal was open. The patient was reoperated on for a recurrent hernia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-01192. The same patient is represented in each medwatch.